Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset) has been confirmed. Upon evaluation the monitor reset after delivering a pulse during a pulse test. The root cause for the reset was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a monitor and reported that it reset.